Event description:
It was reported that the catheter was sensing temperature lower than expected. During an ablation procedure for typical flutter, the physician inserted the intellanav open-irrigated catheter into the chamber. Distal temperature was about 31-32 degree celsius without ablation. With ablation energy on at 30 watts in power control mode, the temperature was about 19-20 degree celsius. The pump flow setting was 25-30 ml/min. The temperature sensor was under detecting. No error codes were displayed. No patient complications occurred. The procedure was completed with a new catheter.

Manufacturer narrative:
The device was returned to boston scientific for evaluation. Visual inspection found dried body fluid found on the handle, main shaft and distal end. Dried saline was also found on distal end and inside several irrigation ports. While manipulating the shaft, continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested, and the lumen pressure decay values were 0.1192, 0.1123 and 0.1104 psi, which are below the maximum limit of 0.3 psi.a metriq pump was connected to the device and the distal end was suspended in the center of a 250ml beaker. After 5 minutes at a flow rate of 30ml/min (ablation rate), the beaker contained approximately 145 ml of di water, which was within specifications. The device was connected to arhythmia hdx system, maestro 4000 generator and metriq pump in the laboratory. At room temperature (21.6c), the maestro displayed 22c. With the distal end submersed in the center of a tank of 37c saline, the maestro displayed 37c. At 2ml/min pump speed, the temperature displayed was 31-32c, which is typical. Next, three 30w, 60 second ablations at 30ml/min flow rate were performed. The device functioned normally with typical temperature readings (29-31c). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheter was sensing temperature lower than expected. During an ablation procedure for typical flutter, the physician inserted the intellanav open-irrigated catheter into the chamber. Distal temperature was about 31-32 degree celsius without ablation. With ablation energy on at 30 watts in power control mode, the temperature was about 19-20 degree celsius. The pump flow setting was 25-30 ml/min. The temperature sensor was under detecting. No error codes were displayed. No patient complications occurred. The procedure was completed with a new catheter.